Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that physician had a difficult time inserting a stylet into a right ventricular lead during the implantation procedure. Lead was replaced and surgery was successfully completed. Patient had no symptoms and their condition was stable after the procedure.